Event description:
According to the reporter, during an open total thyroidectomy, the ligasure device was used with a generator, but when the surgeon was cutting the arteries and the ligasure device sealed partially, there was more bleeding than usual, but blood loss was not exceeding 500cc or more. The doctor used a manual suture to resolve the issue and the surgery was extended for 30 minutes.

Manufacturer narrative:
D10 concomitant products: breastkit02, box breastkit ft3000 disectorlf2019 (lot#:0228654437), lf2019, exact dissector lf2019 ligasure 21cm (lot#:40520298x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.